Event description:
The patient stated she works at a steel factory and patient was sweating really bad at work when the v-go 20 came off after about 5-6 hours into use. The patient stated that the v-go 20 was worn on the left side of patient belly and confirmed that an alcohol swab was used prior to applying the v-go. The patient stated that this occurred about 10 days ago. The patient disposed of the worn v-go 20 device.